Event description:
Patient reported that their one touch ultra meter had missing segments on the display. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given to the pt. A replacement meter was sent to the pt. No further clinical info was provided.